Manufacturer narrative:
Explanted date - the device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00147.

Event description:
The user facility reported that the doctor accessed the right side in order to go treat the dissection on the left. He stated that he believes the dissection was caused by the angio-seal device. A balloon was used to treat the dissection. After successfully treating, he used another angio-seal device, from same lot, to close the right access site. The doctor noticed another dissection on right side. He believes the dissection was caused by the angio-seal device as well. The patient condition was good. The procedure was completed. Additional information was received on 28feb2020. The procedure that was being performed was an atherectomy and ballooning using a 6fr cook ansel sheath. The dissection was on the right was treated with a balloon. A 5mm medtronic balloon and 6fr phillips phoenix device was used to treat the right side. Additional information was received on 16mar2020. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The anatomical locations of the dissections were on both the left and right common femoral artery (cfa). There was difficulty and additional pushing/pulling noticed when deploying the angio-seal. The anatomical location of the area that was initially treated on the right side was right superficial femoral artery (rt sfa), right external iliac.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the medwatch report that was received.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and header bag were returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. No tamper tube, anchor and collagen were returned. Microscopic analysis revealed that the distal end of the suture appeared to be cut below the clear compaction marker. The overall device condition was consistent with full deployment. The sheath was examined, and no signs of damage or deformation were noted. No other visual anomalies were noted. Based on the provided angiogram pictures, both left and right common femoral artery had a dissection and was treated with a balloon angioplasty and blood flow was restored distally. The analysis returned device could not point to the device being a cause of the reported dissection as no mechanical tears or damages were noted on the device. Arterial dissection is an inherent risk associated with any vascular interventional procedure and is a result of multiple factors including concomitantly used devices, user technique and patient anatomy and physiology. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.